Manufacturer narrative:
Follow up conversation with company rep. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
During a two-level kyphoplasty procedure, it was reported that near the end of the procedure, the pt's vital signs dropped. A CT confirmed the pt suffered a pulmonary embolism with bone cement noted in the lungs and extravasation in a vein near the spine. Pt was treated with oxygen. It was reported that procedure was completed successfully.